Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the lead impedance data was missing/invalid. Quick look had a note regarding invalid data in events log. Analysis of the device memory indicated there was an audible alert. Confirmed audible alerts occurred on (B)(6) 2016. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Right ventricular (rv) pace lead impedance was 4047 ohms on (B)(6) 2016. Concomitant medical products: 694958, lead, implanted: (B)(6) 2004.

Event description:
It was reported that an alert triggered for unsuccessful wireless transmission even though alerts were turned off. The failed wireless transmission was due to timing of an interrogation coinciding with automatic impedance measurements. It was found that the current pacing mode was non-programmable for alert conditions. Interrogation reset the alerts, therefore with all alerts programmed off the cardiac resynchronization therapy defibrillator (crt-d) should no longer tone. It was also reported that the alert log showed invalid data entries. This occurred when the software decoded the event to determine which lead and polarity impedance was out of range and did not find any. The device and monitor are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.